Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the patient was moved to another room to complete the exam. The philips remote service engineer (rse) analyzed the system remotely with the customer, and the customer reported that both the table and c-arm movements were not functioning. Analysis of the log file showed unintended movement of the table longitudinally. After troubleshooting, the rse found the system operating normally following a reboot performed by the customer and continued monitoring confirmed stability. The issue could not be reproduced, and the customer verified that there was no obstruction to the string potentiometer. The system was subsequently returned to use in good working order. The codes were updated based on the investigation outcome